Manufacturer narrative:
(B)(4). Concomitant product: emeraldc30 cartridge; lot #: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed particles on the lens while inserting into the patient's eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned for evaluation and it was analyzed using fourier transform infrared (ftir). The results revealed that the particle on the lens was consistent with a metal carboxylate. This material is not part of the intraocular lens zcb00. This metal carboxylates is frequently described as ¿soap scum.¿ the size of the particle is highly noticeable therefore process detectable and it is not compatible to process related soap scum. Therefore, the claim reported of debris on the device was verified; however, it is part of the surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. Prior to release, the lenses are 100% cleaned and inspected at 10x microscopic magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Also, the dfu instructs the physicians to inspect the unit once the box was opened. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.